Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
It was reported that the insulin pump was exposed to moisture. Troubleshooting was performed and the device had a blank display. No further information was provided.